Event description:
The customer reported the high flow insufflator's insufflation stopped during an unspecified procedure which is causing poor visualization and prolonged surgery. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.